Event description:
The device was tested by inflating the balloon with correct amount of water (45ml), and then deflating it without leak or incident. While preparing to place flexiseal device, a large piece of the balloon tore off when placing the device on index finger for positioning. A new device was ordered and used without incident.

Event description:
The device was tested by inflating the balloon with correct amount of water (45ml), and then deflating it without leak or incident. While preparing to place flexiseal device, a large piece of the balloon tore off when placing the device on index finger for positioning. A new device was ordered and used without incident.